Manufacturer narrative:
(B)(4).

Event description:
The following description was provided to carefusion technical support from the carefusion in country partner. "Our dealer claims it received 1 avea warranty, and it presents the following alarm: air inlet low. After checking it was found that the air pressure input board was defective. We requested info on how it was determined this pcb has the problem. Our dealer did not provide info regarding whether this unit was on a pt when the problem occurred. We requested this info from our dealer."